Event description:
Mid teen¿s teenage male diagnosed with a brain mass. Plans were made for elective resection after a discussion of risks and benefits was held with his family who agreed to proceed. Surgery started and approx. 2hrs in the pt's head moved, pt checked. Pt's head was found to have partially slipped out of the mayfield head holder with left side of face pressed against metal mayfield head holder. Head holder was subsequently removed and replaced with a horseshoe pillow mayfield attachment. Metal mayfield head holder was tested for malfunction by neurosurgery specialist tech and found to be intact without issue. Surgeons continued surgery as patient seemed unharmed by the event at the time. End of case the pins, which were left in, were removed. Upon removal, it was found that the pin on the left lateral side of the skull had caused a 12 cm injury that required further surgical intervention.